Manufacturer narrative:
Samples are plasma collected in a pst and centrifuged for 5 minutes at 4000rpm.qc was within the customer's established ranges prior to the event.system check performed on (B)(6)2010 was within instrument specifications.a field service engineer (fse) was on-site (B)(6)2010. A system check performed failed initially. Fse performed a major preventive maintenance (pm) and replaced some hardware. System check and qc was then performed and met specifications.although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access® 2 immunoassay system for 2 patients.the results are shown.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.